Event description:
Defective icumed primary plum set - pump infusing air to patient with no alarm. Pump: plum 360, ewa 2337, serial number: (B)(6), tubing: icumedical, primary plum set, lot #: 13935338, list no. 14687-28. No harm to patient, but risk for severe complications.